Event description:
The customer reported that the up and down on unit does not always work. Also the film cutter jams.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.